Manufacturer narrative:
This incident is being reported in an abundance of caution. The alleged issue of the stationary concentrator catching on fire couldn't be confirmed, and the underlying cause couldn't be determined. It is unclear what, if any malfunction occurred. Multiple attempts were made to obtain additional information regarding this incident, without success. The reporter indicated they are conducting further investigation. They have decided to quarantine the device and were unwilling to return it to invacare. The device is over 13 years old which is past the service life of 3 years listed in the device manual. If further information becomes available a follow up will be filed.

Event description:
The reporter stated the device caught fire.